Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Upon further review of the complaint file, this complaint was determined to be a duplicate of complaint number (B)(4). Please reference submission report number 1423500-2011-14275 for information on the investigation.

Event description:
During a review of the logs of a returned homechoice (hc) machine, a high drain error 104 was identified during cycle 4 which is indicative of an increased intraperitoneal volume (iipv). No patient injury or medical intervention was reported.